Manufacturer narrative:
Event date: a date of (B)(4) 2020 was entered as an estimated event date based on the bsc aware date of (B)(6) 2020 as the exact event date was not reported. (B)(6).

Event description:
It was reported that a foreign object was attached to the device. The target lesion area was located at the shunt limb. An encore 26 inflation device was selected for a percutaneous transluminal angioplasty of the shunt. During the unpacking, a black wool/yarn was attached at the tube of the device. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned to the complaint investigation site (cis) for analysis. However, a media file was provided. As per the photo attached there is a black object on the device tube.. B3: event date: a date of (B)(6) 2020 was entered as an estimated event date based on the bsc aware date of (B)(6) 2020 as the exact event date was not reported. E1: initial reporter city: (B)(6).

Event description:
It was reported that a foreign object was attached at the device. The target lesion was located at the shunt limb. A single 15105 encore 26 was selected for use in a shunt percutaneous transluminal angioplasty. During unpacking, it was noted that something like a black wool/yarn was attached at the tube of the device. The procedure was completed with another of the same device. No patient complications reported.